Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level and sensor issues. Blood glucose level at the time of the incident was 53 mg/dl which has been treated with food. Blood glucose was 108 mg.dl at the time of the call. Customer also stated that they were getting alert to change sensor. Customer does not allege pump was over delivering. Customer declined to troubleshoot for low blood glucose. The insulin pump/sensor will be not be returned for analysis.